Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of dissection is listed in the proglide instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. This was reported as an arteriotomy closure of the left common femoral artery (lcfa) with a proglide device using a 14f sheath after a non-abbott device replacement procedure. After the procedure, an angiogram showed a dissection in the lcfa. A covered stent was then inserted via superficial femoral artery (sfa) access and was used to treat the dissection in the lcfa and achieve hemostasis. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide suture mediated closure system is indicated for percutaneous delivery of suture for closing the common femoral artery and vein access site of the patients who have undergone a diagnostic or interventional catheterization procedure. Additionally, for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the access site in the sfa was circumstantial to treat the observed dissection and hemostasis was successfully achieved for the lcfa and sfa. A conclusive cause for the reported difficulty to open or close the foot and device entrapment could not be determined as the device was not returned for analysis. Factors that contribute to difficulty to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4 - the UDI is not known as the part and lot number were not provided as the device was discarded. H6: medical device problem code 1494 - indication for use. H6: medical device problem code 1494 - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery (lcfa) with a proglide device using a 14f sheath after a non-abbott device replacement procedure. The suture of one device was successfully deployed and the knot was advanced to the vessel wall and tightened without issue. A second device was inserted; after opening the footplate, the device was rotated, causing the device to get caught in the vessel and the foot could not be closed. Force was applied in an attempt to remove the device (with the footplate still open) but the device remained stuck. The device was then opened with a hemostat which allowed the physician to close the foot and remove the device from the patient anatomy. A third proglide device was deployed successfully. The access site was closed with the sutures from the first and third device. After the procedure, an angiogram showed a dissection in the lcfa. A covered stent was then inserted via superficial femoral artery (sfa) access and was used to treat the dissection in the lcfa and achieve hemostasis. A proglide device was successfully used to close the sfa. A clinically significant delay was reported due to the need to re-access the vessel for the pti. There was no adverse patient sequela. No additional information was provided.